Event description:
A female underwent evar in 2009 to treat an infrarenal aortic aneurysm. The physician used another MFR's endoprostheses to exclude the aneurysm. During the procedure, the physician advanced a 12 french cook sheath (unk serial/lot number) over a benson wire. During this advancement, the sheath perforated the left external iliac. The physician occluded the artery with a balloon and then performed an unplanned aorto-uni-iliac (aui) and a fem-fem crossover. The pt tolerated the procedure.

Manufacturer narrative:
Still under investigation at this time.